Manufacturer narrative:
The glucose hk gen.3 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit for one patient. The initial result was 0.4 mmol/l, and the repeat result was 5.7 mmol/l.

Manufacturer narrative:
The investigation reviewed the instrument performance data, and no issues were noted. Additional information was requested but not provided; therefore, the investigation was unable to determine a direct root cause.